Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has shown that the present instruments conformed to specifications. It presumed that the washing process was not performed correctly and has led to an accelerated corrosion of the surface. Please note: regarding corrosion it can be stated, that all materials including stainless steel are only conditionally rust-resistant. The corrosion resistance will only be ensured, when clean instrument are stored under dry and metallic-conditions. All metallic contact with humid or wet condition creates electrolytic reactions which lead to contact corrosion. A review of the device history record did not show conditions that could have contributed to the reported event and manufacturing documents were reviewed, no complaint related issues were found.

Event description:
The lever instrument shows signs of oxidation. This is 1 of 1 report for complaint (B)(4).